Manufacturer narrative:
Lot #: this info was not provided during initial report. Additional info has been requested. Catalog #: unable to identify which of the following catalog numbers corresponds to this reported screw. Catalog number is one of the following: 214.830, 214.836, 214.840. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with condylar plate and cortex screws for orif of right proximal femur. Pt complained of pain and x-rays showed a non-union with broken plate and five broken screws. The plate and two of the broken screws were removed and replaced. The three remaining broken screws were not removed. One of the three screws was noted as broken prior to this reported event. This is the 2nd of 6 reports submitted on this event.